Event description:
It was reported that the patient is deceased. It was further reported that the patient died two days prior to planned device replacement procedure and there is possible premature battery depletion and high battery impedance. Additional information received reported the physician noted possible loss of pacing output and non-capture. The cause of death has not been concluded.

Manufacturer narrative:
Additional information was received and noted that the postmortem investigation including autopsy showed known chronic coronary artery disease but no acute myocardial infarction or other definitive cause of death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information noted there was possible left anterior descending artery occlusion. (B)(4). Concomitant product continued: 5076, implantable pacing lead, (B)(6) 2005.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported that the patient is deceased. It was further reported that the patient died two days prior to planned device replacement procedure and there is possible premature battery depletion and high battery impedance. Additional information received reported the physician noted possible loss of pacing output and non-capture. The cause of death has not been concluded.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.